Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA(B)(4) .

Manufacturer narrative:
Additional information: additional information was received. As a result, the following fields have been updated: device available for evaluation; returned to manufacturer on: 1/17/2020. Device evaluation: the intraocular lens (iol) was returned to the manufacturing site for evaluation. The optic was observed cut in two pieces. This condition is typically of a removed lens. Haptics were observed positioned. Visual issue condition could not be verified. A product quality deficiency was not identified. Manufacturing records review: the manufacturing records for the product was reviewed. The product was manufactured and released according to specification. A search on complaints revealed that one other complaints unrelated to this complaint has been received for this production order number. As a result of the investigation, there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Date of event: unknown, not provided, but the best estimate date is between (B)(6) 2019. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the intraocular lens (iol) was explanted from the patient's left eye due to patient complaint of vision not being clear, glare at night and visual disturbance. There was no patient injury but a limbal relaxation incision was performed. The explanted lens was replaced with a non-johnson and johnson iol. The patient outcome was excellent. No additional information was received.